Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reported having pain. Once at the hospital the patient was diagnosed with dka as well as a kidney infection and was needing to pass a kidney stone. The patients pod was removed and they were given insulin.